Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 33mmol/l. It was stated that the insulin pump was malfunctioning, which contributed to rise the blood glucose. Troubleshooting was performed. The time and date were incorrect. However, the basal rates and bolus wizard settings were correct. Reviewed the bolus history and found that the customer was not bolusing enough. The customer was entering the bolus when the blood glucose was high and not for food correction noted. The manual prime was performed and the insulin did exit. Also, while testing it was noted that the device was cracked on the right side of the battery cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.